Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age, gender and weight were not provided. No product details were provided, therefore, no information was captured (model # and serial #), and device manufacture date could not be determined.

Event description:
A health care professional from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of the contour next meter. During the call, the customer performed blood glucose test on the meter and obtained a reading of 16.6 mmol/l, which was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the product details were not provided, the device history record could not be reviewed and the in-house testing could not be performed.